Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter displayed inaccurately high results compared to other meters and to a laboratory device. The complaint was classified based on the customer care advocate (cca) documentation. At the time of the initial call, the patient had become agitated at the number of questions she was being asked and subsequent attempts to contact her by phone with follow-up questions proved unsuccessful. The patient reported that she had been getting high results on the meter since she first started using it (date not specified). She stated that on an unknown date and time, she obtained an alleged inaccurately high blood glucose result of ¿189 mg/dl¿ on the subject meter compared to ¿159 mg/dl¿ on her doctor¿s unknown meter and to an unknown result on another (unknown) meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient also reported that she had compared the result on the subject meter to a laboratory device. No results were provided for this comparison, but the patient alleged that the result on the subject meter was higher than that of the laboratory device. It was not established what medications, if any, the patient takes to manage her diabetes or whether she made any changes to her usual diabetes management routine as a result of the alleged issue. She reported that on an unknown date and time, she developed a ¿bad headache¿ which her doctor said may be because of the high readings on the meter. It is not known if she received any treatment for the symptom. At the time of troubleshooting, the cca noted that the patient¿s meter was set to the correct unit of measure. The patient confirmed that she had used an approved sample site to obtain the blood samples. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury adverse event, i.e. Bad headache, after obtaining alleged inaccurately high results on the meter. It could not established if the patient associated the symptoms with an acute high or low blood glucose excursion.